Event description:
It was initially reported that the patient experienced an end of service/end of life (eos/eol) message. The patient met with the manufacturer representative but the device was not successfully reprogrammed and the patient still had problems with the device system. On the date of explantation of the device, it was reported that all of the electrode combinations with electrodes 0, 1, and 2 showed impedance readings greater than 4,000 ohms when tested at 1.5 volts. The patient had a loss of stimulation sensation. Impedance testing was, then, run at 3.0 volts and 450 pulse width, with readings greater than 4,000 ohms on all contacts with the 0, 1, and 2 electrodes. When the other lead (4-7) was programmed, the patient was able to get stimulation, but only on the left side. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).